Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging the onetouch verio iq meter read inaccurately compared to a laboratory device. The patient did not provide any blood glucose values. At this time, it is unknown if there was any intervention between the tests that would be expected to change the blood glucose. The patient did not experience any symptoms or seek any medical attention because of the reported issue. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
(Serial #) information was not provided.